Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t unit displayed an error message on the patient side during setup. There was no patient involvement. A sorin group field service representative was dispatched to the facility and was able to confirm the reported error message under normal operating conditions. The unit was opened and the service representative found that the error was reproducible when pressure was applied to the temperature probe connections. The temperature probe connections were removed, adjusted and cleaned and no further errors or faults could be induced. The unit was run 30 minutes and no faults occurred. Calibration, functional and electrical safety checks were carried out and no further issues were noted. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t unit displayed an error message on the patient side during setup. There was no patient involvement.